Manufacturer narrative:
Correction: section h: h6: adverse event problem. Health effect - clinical code 1930 and 2377 as it was omitted from the initial submission. Additional information: section d d3: manufacturer address and phone number updated from initial submission. Section g g1: contacting office-manufacturing site address and phone number updated from initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the complaint cannot be replicated, and there was no nonconformities identified. Returned sample (s) /device inspection results: the returned implant was visually inspected and verified to be inclusive tapered implant 3.7 mmd x 10 mml x 3.5 mmp using the radiographic template. The implant was attached with a cover screw. No defect or non-conformity was observed. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate after clinical procedure. No patient's ethnicity and race were given. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate after clinical procedure, and there was infection at the implant site. The patient also experienced general bone loss, implant placement in previously/simultaneously grafted site, and granulated tissue around the implant. However, the patient was doing fine. The patient was reported to have bone type ii and no pre-existing conditions.